Manufacturer narrative:
(B)(4): the device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during an unspecified procedure, in a lesion with no calcification, the rx voyager ruptured below the rated burst pressure. There was no adverse patient sequelae. Although requested, there was no additional information provided.